Manufacturer narrative:
The logbook was requested and analyzed. At the time of the event a warmstart was seen at the logbook which was performed successfully. Due to high gas flow ventilation was not possible as described by the user and inter alia the optical and acoustical alarms "airway pressure high" and "air supply down" were given. After a short time the device was switched off. The reason for this was the mixer cartridge sticking in an open position. The cartridge delivered therefore full flow and the input pressure dropped down below the specific minimum pressure. As a consequence the compressor started running, as initially described. In the event that the device stops ventilating the adequate optical and acoustical alarms will be generated. In the event of a too high pressure the emergency-breathing valve would open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. Replacing the valve air and valve o2 will fix the problem.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
The customer reported that the ventilator started audibly alarming, displayed the alarm message "air supply down" and stopped ventilating the patient. The air compressor started running. There was no injury reported.